Manufacturer narrative:
The instrument was within quality control (qc) specifications with respect to controls and reproducibility. Controls were run once per shift. Controls were run before and after this incident. The system sensitivity was set at 2202, which is mid-level for flagging, except it was set to off for imm ne 1. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Service was not dispatched for this event. As of (B)(4) 2008, no other patient results have exhibited this problem. Raw data analysis was conducted for two data files received for this patient (list name (B)(4) and (B)(4)). Both show small and dense neutrophil populations. They also have tails consistent with scattered events from the main population to the higher dc end. Due to the dense and tight main neutrophil population which is typically normal for neutrophil populations, the algorithm did not generate blast flag for this sample. The scattered tail can be blast cell events, but similar patterns can be observed from aging or noisy samples. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR 1061932-2011-00753, 1061932-2011-00755, 1061932-2011-00757, 1061932-2011-00758, 1061932-2011-00759.

Event description:
Customer reported erroneous differential results obtained for one patient when using the coulter lh 750 hematology analyzer. Customer performed manual blood smear differential per laboratory protocol. The test results were determined to be erroneous when compared to a manual differential that contained blast cells. The automated differential results did not contain instrument generated flags for blast cells. Erroneous test results were not reported outside the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 6 events reported by this customer for this patient. Samples from this patient were tested over several days. This event is for sample tested on (B)(6) 2008, night shift.